Manufacturer narrative:
We have contacted the initial reporter to request add'l info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.

Event description:
On (B) (6) 2010 - mesh implanted for hernia repair. On (B) (6) 2010 - mesh explanted due to infection. The mesh was reported to have cultured for pseudomonas.